Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the event occurred due to the following causes. The user could not attach the balloon to ultrasonic bronchoscope correctly. The instruction manual of bronchoscope describes a method "attaching the balloon".

Event description:
During an unspecified procedure, the subject device was used. In the procedure, when the ultrasonic bronchoscope was pulled out from the patient's body, the subject device was missing from the tip of the bronchoscope. The intended procedure was completed with another device. Doctor did not know whether the device was fell into the patient body or outside the patient body. There was no patient injury reported.